Event description:
The complainant reported that on (B)(4) 2009, the clinicians were performing a ureteric stenting on a male patient to improve urine flow from kidney to bladder. During the introduction of the percuflex plus ureteral stent, it would not advance into the patient. Upon closer inspection, the device appeared to have a split end. The clinicians then obtained another percuflex plus ureteral stent and successfully completed this patient procedure. The complainant reported that there were not patient complications as a result of this event.

Manufacturer narrative:
The device has not yet been received for analysis. Upon the receipt of the device and the completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).